Event description:
It was reported while using bd q-syte luer access split septum the product was broken and leaking. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, when district 304 used the septum needle-free closed infusion connector to infuse patients, it was found that there was a broken, leaking. Immediately stop using it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum the product was broken and leaking. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, when district 304 used the septum needle-free closed infusion connector to infuse patients, it was found that there was a broken, leaking. Immediately stop using it,

Manufacturer narrative:
H6: investigation summary. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.